Event description:
A customer contacted beckman coulter inc. (Bci) stating that chemistry cartridge (cc) sample was leaking in the unicel dxc 600 pro synchron chemistry analyzer. No erroneous results were produced from this event. The leaking hardware may cause incorrect results or operator exposure to chemicals or biohazards upon reoccurrence.

Manufacturer narrative:
Customer technical support (cts) assisted the customer with replacing probe and alignment, which did not resolve the issue. A field service engineer (fse) was dispatched on (B)(4) 2010 and (B)(4) 2010 for this event. The fse replaced the cc wash collar vacuum valve, the cc sample probe wash collar, and the waster tubing, which resolved the issue.